Event description:
It was reported that during an alif synfix procedure, the pin fell out of a synframe retractor holder. The surgeon used a back up. While the surgeon was using a tapered u-joint driver, the tip bent and now it will not hold screws. The surgeon used a back up. Both instruments are available for return. The patient was unharmed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the device is missing components. The release mechanism is not present in the device. The device cannot be adequately evaluated from a design evaluation standpoint and is therefore indeterminate. This complaint is deemed invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.